Event description:
Discordant, falsely low calcium results were obtained on two patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that reagent probe 1 was bent. The fse replaced the reagent probe, the mix 1 rotational motor, the mixer rod, and multiple pump seals. The fse also adjusted the height of the mixers. The fse then ran quality controls for calcium, all of which were within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.